Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered.

Event description:
It was reported that after toes amputation, patient was receiving therapy with a renasys device. Two weeks after, the device is intermittently displaying warning leak, low vacuum, and then intermittent therapy. There is some blood in the dressing pad. Patient confirmed nothing was loose, no visible cracks and the dressing soft port appearance is exactly still the same as when the patient was still at the hospital. Hotline nurse provided support to the customer but the issue was not resolved. Home health care performed assessment the next day. No patient harm nor injury reported. Device is not available for investigation. No further information is available.